Event description:
A nurse reported that the customer was hospitalized for dka and was vomiting. It was indicated that their bgs were high two days prior to the admission. The customer was on insulin drip. Troubleshooting was performed. The programming and histories on the pump were accurate. The screw test passed. Instructed the customer to change the site and use manual injection per md protocol. The nurse mentioned during the conversation that the customer is a bit non-compliant. In addition the customer did not seem well enough to answer questions about their site. Advised the nurse to have the customer call back when they feel well enough to troubleshoot their site.